Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 13 mg/dl. The customer stated that he had passed out, and his mother found him asleep. She called the ambulance thereafter. The customer stated that he did not have any idea why he experienced low blood glucose levels. He stated that his doctor advised that his basal rate was too high, and it was adjusted accordingly. The customer also reported that the emergency medical technician was trying to get the insulin pump off and broke the belt clip. He stated that, later in the hospital, the battery cap was lost as well. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.